Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed purple skin underneath the back therapy electrodes. Patient reported a burn like irritation. No reports of open or broken skin. Per review of the download, no indication that the patient received a treatment. The patient was given a prescription of hydrocortisone cream from their physician. During a follow-up, it was reported that the patient's irritation improved after using the prescribed hydrocortisone cream on the affected area.